Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist and orthodontist does not approve them to continue with byte treatment. Both the patient's dentist and orthodontist indicated that continuing with byte would pose risks to their dental health. Their increased jaw problems have been exacerbated by the aligner treatment. It is recommended they cease treatment due to potential worsening tmj and gum problems.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.